Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance reason. This ra lead was replaced and not implanted. No adverse patient effects were reported.